Event description:
It was reported that the patients that had a temperature sensing foley catheter placed with no problems initially, then a few days later, while removing the catheter, the complainant finds there was no mucous or sediment to explain the blockage but the catheter tip were collapsed and opens were blocked. Per the additional follow up received on 28aug2020, there was impact to patient as the patient experienced pain and discomfort and there was need for catheter removal and replacement.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to ¿walls do not have enough hoop strength". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "sterile: unless package is opened or damaged. Sterilized by ethylene oxide recommended inflation capacities 14 fr. And larger (5cc balloon): use 10cc sterile water do not exceed recommended capacities. Bard, bardex and lubricath are registered trademarks of c. R. Bard, inc. Or an affiliate. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Peel to open peel to open for urological use only single use only do not resterilize note: compatible with appropriate 400-series temperature monitors. Interchangeability + 0.2oc at 37oc. Valve type: use luer slip syringe. Do not use needle. Caution: this product contains natural rubber latex which may cause allergic reactions. Caution: ¿ federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. ¿ do not aspirate urine through drainage funnel wall. Warning: ¿ do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. Do not wipe catheter surface with organic solvents (such as alcohol). ¿ after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable laws and regulations. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Caution: ¿ as with all temperature probes, in the presence of rf energy sources, local heating, temperature errors, and probe damage may occur. In medical use, unplug the temperature-sensing catheter at the temperature monitor before activating electrosurgical or other types of direct coupled rf energy sources. ¿ aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone foley catheters. Do not stretch catheter. This will cause repositioning of probe. Do not use stylet. This will cause stretching of catheter." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patients that had a temperature sensing foley catheter placed with no problems initially, then a few days later, while removing the catheter, the complainant finds there was no mucous or sediment to explain the blockage but the catheter tip were collapsed and opens were blocked. Per the additional follow up received on 28 aug 2020, there was impact to patient as the patient experienced pain and discomfort and there was need for catheter removal and replacement.